Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the atrial and ventricular leadless pacemakers (lp) had reset, there were premature ventricular contractions (pvc), and fusion was occurring. Programming changes were implemented. The patient was in stable condition.